Event description:
A cervical colpotomy cup was retained after a laparoscopic hysterectomy that was converted to an open procedure intraoperatively. The cup is one in a set of three reusable cups. The cup is placed on a uterine manipulator that is inserted into the vagina for the laparoscopic procedure.